Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 30may2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a transforaminal posterior atraumatic lumbar (tpal) surgery it was noticed that the end of the small trial implant 10mm present in the loan set was broken; the anchor proximally ball is broken. Also in the same loan set an external stem applicator was also nonfunctional and the handle damaged; the distal portion is oval making it difficult inserting in the inner sheath. The incident did not affect the patient and there was no patient impact, harm or injury; the surgery was not prolonged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. One pal trial spacer 10mm x 28mm 10mm height (part number 03.812.310, lot number 3796935). The subject device was received and visually examined. The trial implant is broken at the end of the coupling. The broken part is missing. The movable part of the instrument shows scratches on the surface. The manufacturing review of the subject device shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Unfortunately with only limited information in the complaint description a root cause could not be definitively determined. Based on the investigation results and without all involved fragments, it is likely that the cause of the breakage is the result of a mechanical overload situation during use. Because of the damage, the complaint relevant dimensions cannot be checked. It is concluded that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.